Event description:
During the pt's left acetabular revision with grafting of lytic defects of the pelvis, the medium flexible drill bit broke off during an attempt to drill one of the superior acetabular screws. In order to prevent further bone loss, the drill bit, measuring approximately 18x3cm, was left in the pt. According to the operative report it was within the plates of the pelvis and broke off subsequent to the extraordinarily sclerotic bone at the periphery of the balloon lytic lesion.